Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump ofp-2 was not working. The issue was identified during inspection. There were no reports of patient harm.